Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was eroding out of the pocket. The issue was resolved by repositioning the device. The procedure was completed successfully and the patient was stable throughout the event.

Event description:
New information received notes that the device revision procedure took place on (B)(6), 2020.